Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with heart failure related to low ejection fraction and atrial fibrillation. An x-ray was performed on (B)(6) 2018 which indicated cardiac perforation due to the right atrial lead. The asymptomatic patient reported no pain or stimulation. There is no evidence of a pericardial effusion. On (B)(6) 2018, a CT scan was performed which also noted perforation. No intervention was reported. The patient is stable.